Event description:
It was reported that the physician was using a spider fx embolic protection device. The IFU was followed during prep, procedure and post procedure. It was reported that the event was ''noted as failure'' as the basket would not return to the retrieval catheter.